Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) and low r-waves. In addition, the patient¿s right atrial (ra) lead exhibited occasional atrial undersensing on treated atrial episodes. The rv and ra leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.